Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2009.

Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced due to rising pacing thresholds and rising pacing impedance over the past few months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.